Event description:
According to limited details reported to the distributor and co representaitve, a pt of unknown age and metical history underwent a unspecifield surgical procedure (exact date unknown). The surgeon reportedly used bioglue surgical adhesive during this procedure (not an approved indication in the united states). However, the method of use and volume of bioglue used in the procedure has not been determined. The pt reportedly developed an epidural abscess and required reoperation. The surgeon has indicated that the bioglue had not resorbed as quickly as anticipated and was contributing to a sterile discharge or persistent infection. This report. Represents the first of two similar event reports.